Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received stuck button error alarm. Customer was unable to press any button. Customer was unsure if the button was pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a stuck button alarm while sleeping in the middle of the night. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the keypad voltage test, displacement test and self test. The pump history file/traces download was successful using thus. All buttons functioning properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. There was no pump error 61 (stuck key alarm) recorded in the formatted history file on the event date: (B)(6) 2021. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2021 17:55:59.000 alarm alert notification, (B)(6) 2021 18:05:00.000 alarm alert notification and (B)(6) 2021 19:35:12.000 alarm alert notification, problem isolated on the keypad assembly. Failure analysis summary: the insulin pump had a stuck button alarm, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.